Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was replaced to resolve the mist/haze issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the mist/haze issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the mist/haze issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was discarded and therefore not available for return. The assignable cause of the mist/haze issue is the oil mist filter. The field service engineer replaced this part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Initial reporter phone #: (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of an oil mist/haze emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.